Event description:
It was reported that during power up, the pump exhibited a red screen and the reporter was unsure if and error code was present. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an inoperable mainboard, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.